Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial # (B)(6); implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient continues to have issues with recharging. Caller has seen the patient a couple times and when they are in the office, there doesn't seem to be any issues but patient reports that at home, the recharger loses connection despite not moving. Patient uses recharger app, which shows they are getting good or excellent connection but then they lose connection without moving. Caller stated patient had a previous wireless recharger that wasn't working well and got a replacement so they now have 2 wireless rechargers and both are having the same issues. When caller was in office yesterday with the patient, one of the wireless rechargers wasn't charged so they were only able to use/troubleshooting one of the wireless rechargers. Caller stated ins is shallow. Caller noticed that patient is programmed on a red, high impedance but tss reviewed that may affect recharge frequency but shouldn't affect an actual recharge session or connection. Caller reviewed recharge history from yesterday which showed recharging sessions from may 3, may 6, multiple sessions from may 8 and may 10. A few times patient charged from 50-75%, a few times 0-50% and once 25-100%. Caller also mentioned patient reported on april 24, the ins was at 50% and the next day it was at 0%. Caller obtained mdt data report yesterday. Tss reviewed that a replacement recharger can be sent out to rule out any recharge issues at this time . Tss reviewed if issues continue with replacement recharger, hcp will need to exam ins pocket site and potentially obtain additional mdt report/log files. Tss suggested that patient keep track of recharging habits and if any errors/messages occur.

Event description:
Additional info received from rep that the replacement recharger resolved the issue and you can see stimulator underneath his skin (patient is thin) so there is no device or procedure issue. The average coupling for the sessions was 6 and there hasn't been a loss of therapy (due to depletion) since (B)(6) 2024. Therefore, if the patient saw that the ins was at 0% around (B)(6), it must not have been exactly at 0% where it would stop therapy. With this information, it appears the external equipment and ins are charging as expected. Typically, if there are periods of disconnecting/reconnecting, they would see that in the recharge sessions.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.